Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), tethered leaflets, thickened anterior leaflet and restricted anterior leaflet for a mitraclip procedure. During the procedure, the first mitraclip was implanted on the lateral side of anterior and posterior leaflet 3 (a3/p3) and there was trace of mr left during deployment. Post deployment, a single leaflet device attachment (slda) occurred and the clip was no longer attached to the anterior leaflet. Additional clip was deployed lateral to the anterior and posterior leaflet 2 (a2/p2) for stabilization. The procedure was successful. The final mr was grade 2-3. There were no clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.